Event description:
While reviewing the manufacturer's programming history database it was noticed that there was an incomplete diagnostics that resulted in the patient being set to unintentional settings. The setting change was notice, but only partially corrected. The physician let the patient at an off time of 60 minutes.

Manufacturer narrative:
Analysis of programming history.